Event description:
An unknown aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the stent graft had migrated, at an unknown time after implantation of the stent graft. The physician plans to implant an aortic cuff within a few weeks. No additional clinical sequelae were reported and the patient is reported to be fine.